Event description:
Pseudo-infectious inflammation [inflammation], knee pain [arthralgia], joint effusion [joint effusion]. Case description: spontaneous report received on 17-apr-2009 from a physician regarding a female pt, the pt's medical history included two previous synvisc series in 2005 and 2007 without complications. In early 2009, the pt received the first injection of synvisc in the joint and experienced knee effusion with pain that resolved after 6 days with "residual symptoms". Three hours after the second knee injection three days prior to original date, the pt experience effusion. The knee was aspirated and 50 ml turbid serous fluid was removed. On the following day, the pt experienced effusion of 40 ml turbid yellowish fluid. Analysis of the fluid for each aspiration is pending. The pt was treated with diclofenac orally, but the symptoms did not improve. The pt was hospitalized the day prior to original date. The physician diagnosed a massive pseudo-infectious inflammation in the right knee joint with effusion. At the time of this report, the pt had not yet recovered. Concomitantly the pt used l-thyroxin and hormonal patches. The physician assessed the events as severe in intensity, and probably related to synvisc.